Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 06/01/2011 and 06/17/2011 by phone, fax, and mail. Additional information was received in a follow up phone call on 06/14/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. In a follow up phone call with the surgeon's office personnel, it was reported the surgeon does not blame the iol for the event; however, no cause for the refractive surprise could be determined. The patient was reported to be happy with the results. Additional information has been requested.